Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) . Information was reported that the patient's ins was removed a week after it was implanted due to infection. No further complications were reported. No additional patient symptoms were reported.